Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, and missing end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that he had been working on a house and suddenly heard beeping from the insulin pump, observing the button error alarm. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. He stated that when he tried to clear the alarm, nothing happened, and when he pressed the esc, up/down, and b buttons, the insulin pump returned to the button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.